Manufacturer narrative:
The soft cannula was not observed to be bent/kinked. The download data did not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. No damages or defects were found that would cause pain during insertion. The root cause of the pain could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 316 mg/dl while wearing the pod between 36 and 48 hours. Patient experienced bleeding and pain with this pod, as well as leaking. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered.